Event description:
High lead impedances were noted to the subject pacemaker. Reportedly atrial impedances above 3 kohms were noted in the follow ups from: (B)(6) 2013 (post-implant check); (B)(6) 2013. In the follow up performed on (B)(6) 2013, ventricular impedance above 3 kohms was also observed. On (B)(6) 2013, the atrial lead impedance was 2805 ohms and ventricular lead impedance was 476 ohms. A re-intervention was performed on (B)(6) 2013. Before the re-operation, atrial lead impedance was over 3 kohms and ventricular lead impedance was 401 ohms. When a lead pull test was performed, the ventricular lead was tightly connected. However, the atrial lead came out of the port. The leads were measured by an analyzer and normal impedances were obtained. These were reconnected to the pacemaker: the atrial lead impedance was over 3 kohms and ventricular lead impedance was 401 ohms. A new pacemaker and a new ventricular lead were implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.